Manufacturer narrative:
(B)(4).

Event description:
This device aborted a shock due to low shock impedance measurement <20 ohms. However, the device redetected and shocked the patient appropriately with an in-range shock impedance measurement.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol, 8 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The memory content of the device was inspected. The inspection confirmed the clinical observation, two aborted shocks on (B)(6) 2018 and (B)(6) 2018 were documented as a result of a measured shock lead impedance of less than 20 ohms. Therefore, the impedance measurement functions of the device were tested and proved to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.